Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, bent and dried blood was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The reported allegation of dislodgment couldn't been confirmed. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that this right ventricular (rv) lead was dislodged the same day of the implanted surgery. A reposition surgery took place the same day but when trying to repositioned it was noted that the helix part was slightly bent from the tip of the lead, and it could not be retracted due to that reason. This lead was then successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was dislodged the same day of the implanted surgery. A reposition surgery took place the same day but when trying to repositioned it was noted that the helix part was slightly bent from the tip of the lead, and it could not be retracted due to that reason. This lead was then successfully replaced. No additional adverse patient effects were reported.